Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was explanted due to high pacing thresholds. The device returned for analysis. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to high pacing thresholds. The device is not expected to return for analysis. A new lead was successfully implanted. No additional adverse patient effects were reported.